Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had high thresholds. At the lead revision procedure the physician examined the lead under fluro and came to the belief that the ra lead was pulled back from the original position and the lead looks to not be connected to tissue properly. The physician retracted the helix with an off-label method, the lead then fell and was removed. The atrial lead was then replaced with a new lead. Additionally, the patient alleged that their implantable cardioverter defibrillator (ICD) had premature battery depletion because of the faulty atrial lead. The patient feels that the ICD should have lasted at least ten years even if there was a need for reprogramming. The device has been explanted and replaced at the time of the atrial lead revision. No patient complications have been reported as a result of this event.